Event description:
It was reported that non sustained right ventricular oversensing due to myopotential oversensing was observed. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.